Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date, it was noted that a migration had occurred. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date, it was noted that a migration had occurred. No further patient complications were reported. It was further reported that an abdominal computed tomography (CT) scan performed on (B)(6) 2017 showed the inferior vena cava (ivc) filter was unchanged in position compared to a prior study performed on (B)(6) 2016. The superior most portion of the filter was just above the renal veins, in stable position.